Event description:
Point of care nurse at hosp reports glucose result obtained on inform sys at 3:33 pm was 450 mg/dl which was compared to lab test result at 3:40 pm of 71 mg/dl. Nurse stated she 'does not believe pt treated' based upon results obtained. Pt was diagnosed with urinary retention. The original location of the alleged event was a hosp. A request was made for the return of the suspect device and replacement prod was sent.